Manufacturer narrative:
Results: kinks were present throughout the length of the proximal shaft. The cat6 had kinks and ovalizations approximately 113.0 ¿ 115.0, 118.0 ¿ 121.0 and 123.0 ¿ 136.5 cm from the hub. The device was fractured approximately 129.5 cm from the hub. Conclusions: evaluation of the returned cat6 confirmed a fracture and revealed multiple kinks and ovalizations along the distal shaft. If the device is forcefully advanced against resistance, damage such as kinks and ovalizations may occur. Subsequently, if the device is forcefully retracted against resistance, damage such as a fracture may occur. The non-penumbra sheath identified in the complaint was not returned for evaluation; therefore, the root cause of resistance experienced during the procedure could not be determined. Further evaluation revealed additional kinks along the proximal shaft. These kinks were likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the brachial artery using an indigo system aspiration catheter 6 (cat6) and non-penumbra sheath. During the procedure, while advancing the cat6 with a peel-away sheath and into the sheath, the physician experienced resistance, and the distal end of the cat6 kinked; subsequently, the physician decided to remove the cat6. While removing the cat6, the distal tip of the cat6 broke. The broken distal tip was then pulled out of the sheath. The procedure was completed using another cat6 and the same sheath. There was no report of an adverse effect to the patient.